Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia after announcing a usual meal on the ilet despite consuming only a very small amount of carbohydrates, which the patient linked to the inability to announce a smaller meal size; glucose values were 56 mg/dl on fsl3+ continuous glucose monitor (cgm) and 53 mg/dl by fingerstick, and the patient treated with oral carbohydrate (coke) until glucose returned to range. Symptoms included facial tingling consistent with hypoglycemia. Outcomes included an urgent low and low glucose event managed at home without hospitalization. Investigation included troubleshooting and user education regarding meal announcements and appropriate carbohydrate treatment. Investigation of this case revealed user difficulty with incorrect meal size entry leading to insulin dosing not aligned with actual intake. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal size announcement.